Manufacturer narrative:
Log file review to be completed. Investigation of subject device.

Event description:
During a case, (B)(6) intermittently displayed "offline." The sap cable was replaced; however, this did not resolve the issue. The pump was subsequently replaced with the bonded inventory pump after the case.